Manufacturer narrative:
The percutaneous leads were also explanted and were discarded by the medical facility. Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: enhanced st lead kit.

Event description:
A report was received that the patient was explanted due to pocket discomfort. The patient was reportedly doing fine after the explant procedure.

Manufacturer narrative:
The explanted ipg will not be returned to bsn because it was discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to pocket discomfort. The patient was reportedly doing fine after the explant procedure.